Event description:
(B) (6) crm received info that the right atrial (ra) lead was repositioned due to device migration. The following day, an x-ray confirmed that the lead had dislodged. The lead had been implanted for one month. The ra lead was explanted and a (B) (6) lead was successfully implanted. The (B) (6) sales representative stated that the physician intentionally punctured the insulation of the ra lead to maintain access during the explant procedure. The sr also stated that a second puncture was placed in the lead post explant to demonstrate the technique to a nurse. The lead will be returned for analysis.